Manufacturer narrative:
Cmpl-(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm. On (B)(6) 2023, the patient developed redness and dry skin under the sensor patch. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2023, the patient consulted a health care provider who prescribed an unspecified oral antibiotic medication. No additional patient or event information is available.

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm. On (B)(6) 2023, the patient developed redness, swelling, dry skin, and a large lump the size of a grape under the sensor patch area. The patient had tenderness in the area. Prior to sensor insertion the area was prepped with alcohol. On an unspecified date, the patient consulted a physician who prescribed oral antibiotic medication (keflex unspecified dosage). The patient stated the event occurred over three months ago and he is unsure of the medication information. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6: health effect - clinical code - e1803 nodule.